Manufacturer narrative:
The technician found the pt right side rail was causing the issue. Due to the cost of the repair the consumer is going to keep the side rail unplugged. There will be no repair made on the side rail at this time.

Event description:
The consumer alleged the head function is running up on its own. No injury reported.